Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (won't power up) has been confirmed. Upon eval, the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The cause of the monitor not powering on was an intermittent bga connection, which was discovered through the use of a target memory test. The monitor failed the target memory test and produced a segmentation failure. The intermittent connection is likely due to a fracture solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Device eval of electrode belt sn (B)(4) has been completed. Upon eval, there was an open white (drn_gnd) wire in the trunk cable connector. The cause for the open wire cannot be positively identified but is likely excessive force placed on the connector. No adverse event resulted from the defective components or damaged wire. The pt received a replacement monitor and electrode belt. Device manufacture date: monitor: 01/2011. Electrode belt: 06/2011.

Event description:
An (B)(6) female pt contacted zoll customer support to report that the monitor was making a loud high pitched noise and would not power on. In addition, while servicing the pt's belt for an unrelated issue, a reportable event was discovered. The electrode belt failed incoming testing. The pt was issued a replacement monitor and electrode belt.